Manufacturer narrative:
Device passed the self test, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked or no delivery alarm noted. However, device received with a high sleep current measurement test, problem isolated to the electrical board. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, serial number label peeling and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 1200 mg/dl. Customer stated that they could not turn on insulin pump and not delivery insulin correctly. The customer was treated with daily injection. Customer declined troubleshooting for non delivery. The insulin pump will be returned for analysis.